Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The supplier returned the motor control board to the national repair center (nrc). The supplier verified the reported failure, and they stated "test results indicate a short in the regulator and/or mosfets". The motor control board was scrapped and retained at the nrc per procedure. The supplier returned the solenoid control board to the national repair center (nrc). The supplier verified the reported failure, and they found cold solder joints at cr1, cr4, cr49. They reflowed cr1, cr4, cr49 and the board passed all of their testing. The nrc technician installed the solenoid control board into cs100 test fixture and it tested to factory specifications per cs100 service manual and it passed testing. The solenoid control board was scrapped and retained in the nrc per procedure. The solenoid control board is no longer available as an exchange board part.

Event description:
It was reported that during an evaluation in the local warehouse of a new cs100 intra-aortic balloon pump (iabp) before it was shipped out and sold to the customer, it was found that when the iabp device was powered on, the display was not displaying. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event reported.

Event description:
It was reported that during an evaluation in the local warehouse of a new cs100 intra-aortic balloon pump (iabp) before it was shipped out and sold to the customer, it was found that when the iabp device was powered on, the display was not displaying. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. The suspected faulty oob motor control board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the motor control board and no visual damage was observed. The technician then installed the motor control board into cs100 test fixture and it tested to factory specifications per cs100 service manual and it failed testing. The national repair center verified the reported failure "the device is powered on and the display is not displayed". This board also blew the fuse(f3) on cs100 test fixture power supply. The board has being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this evaluation. The suspected faulty solenoid control board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the solenoid control board and no visual damage was observed. The technician then installed the solenoid control board into cs100 test fixture and it tested to factory specifications per cs100 service manual and it passed testing. The national repair center could not verify the reported failure "the device is powered on and the display is not displayed". The board has being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this evaluation.

Manufacturer narrative:
A getinge service representative reported that the after the iabp unit was evaluated, it was found that the motor control board and solenoid drive board had failed, and the power module fuse was blown. After the motor control board, solenoid drive board and fuse were replaced, the fault was removed and the problem fixed. The iabp was then sent to the customer and cleared for clinical use. The oob motor control board and solenoid drive board parts were sent to getinge's national repair center (nrc) for evaluation. A supplemental report will be sent upon completion of this evaluation.

Event description:
It was reported that during an evaluation in the local warehouse of a new cs100 intra-aortic balloon pump (iabp) before it was shipped out and sold to the customer, it was found that when the iabp device was powered on, the display was not displaying. This is an out-of-box (oob) failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an evaluation of the cs100 intra-aortic balloon pump (iabp) before shipped out from the warehouse it was found that the device is powered on and the display is not displayed. There was no patient involvement and no adverse event was reported.